Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/20/2014 with the following findings: no external damage or cracks were found against pump case, battery compartment, or battery cap. The battery cap with the pump was also able to tighten and be removed during investigation. The alleged issue could not be duplicated.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment and cap were both damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.